Event description:
Customer reports that the optic cover of the device fell off of his device into his shoe. Customer states that he was walking on it for 2 days within his shoe. Customer states that he self treated with neosporin and gauze. Customer then states that he went for whirlpool treatment which opened the wound more. The doctor then gave him 2 salves and bandaged his foot, requesting that the customer change the dressing daily. Optic cover is a removable portion of the device. Requested return of suspect device and replacement was sent.